Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 510 mg/dl. The customer delivered a bolus via an alternate pump and administered a manual injection. The customer reported that the pump is "not delivering" and utilized an alternate pump for therapy. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.